Event description:
It was reported that during the implant procedure, it was difficult to insert leads into the pulse generators header. After the use of silicone oil, the leads were successfully inserted into the header.